Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Arterial perforation is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The xience alpine everolimus eluting coronary stent system IFU states that the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a recent right femoral distal peroneal bypass graft, a non-healing right toe amputation and 90% peroneal artery stenosis. A 2.5x23mm xience alpine stent was implanted at the peroneal stenosis. Following, extravasation of contrast and a perforation were noted at stent site. Balloon inflation was performed; however, the extravasation continued. A 2.8x26mm graftmaster stent was successfully implanted as treatment. Per angiogram, complete patency was seen without any further extravasation. The patient was discharged home. There was no additional information provided.